Event description:
In prep for a sterile procedure, the foley catheter was opened onto the sterile field and the scrub discovered that the foley catheter had black dots all along the length of the catheter. Catheter removed.